Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the da pcba adc reference failed. The customer reported there was patient involvement. And no patient harm. The customer reported the patient was in the ed; rt recognized the patient's spo2 started to drop; rt removed the ventilator from the patient and placed the patient on a different ventilator; patient's condition was stable during removal and replacement of ventilator.